Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, error test and displacement test. Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with cracked case at display window corners, battery tube threads and scratched lcd window.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1000 mg/dl. Customer could not control the blood glucose level. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Customer was hospitalized for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.